Event description:
The deltaplush and presidio cerecyte microcoils got stuck in microcatheter and were returned for analysis damaged. There was no serious injury or required intervention as a result of the event.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs submitted for this patient identifier (B)(6). Complaint conclusion: the device was returned for analysis without the mcirocatheter. The coil was returned unprotected and outside the distal tip off the green introducer. Located outside the distal tip of the green introducer, the coil had been knotted and severely damaged starting at the third secondary winding. The coil was returned severely damaged. The evidence suggests that interference inside the microcatheter contributed to the coil becoming stuck. The exact source of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. For proper device hydration and to prevent potential product damage, the instructions for use (IFU) recommends; ¿to achieve optimal performance of the micrus microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized.¿ since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.